Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel, the helix will not extend due to being over-retracted; blood observed in the distal conductor and in/on the helix mechanism; full lead analyzed.

Event description:
It was reported that during an implant procedure, the helix would not deploy at the first attempted position. The lead was removed from the patient but the helix would still not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure positioning difficulty was encountered; the helix would not deploy at the first attempted position. The lead was removed from the patient and attempted but the helix still would not deploy. The lead was replaced. No patient complications have been reported as a result of this event.